Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
Boston scientific crm received information that this chronic right ventricular (rv) defibrillation lead was capped and replaced due to a suspected fracture. A health care provider (hcp) reported receiving a remote monitoring alert for a low pace impedance measurement; upon review of electrograms from stored episodes, hcp observed noise on the rv channel for both non-sustained episodes and episodes with anti-tachycardia pacing delivered. The patient was seen clinically for additional troubleshooting. A boston scientific field representative and a boston scientific technical services consultant (ts) discussed that the noise could not be reproduced clinically, other daily measurements were normal, and that the episodes with noise had begun occurring in the past six weeks. Ts discussed that the severity of the observed noise and the low pace impedance measurement indicated a possible lead or lead-device connection issue.